Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received per the patient profile form (ppf) and medical records indicate the filter was implanted in conjunction with bariatric surgery. The patient is reported to have experienced an unsuccessful retrieval attempt approximately nine years after the device was implanted. Approximately one month after the initial retrieval attempt, the patient underwent a successful open abdominal procedure to remove the device and all fractured struts. The patient is reported to have experienced insomnia that is being treated with pharmaceuticals, abdominal pain, lower back pain and continues to experience anxiety related to the device that is being treated with pharmaceuticals. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, fractured, perforated the inferior vena cava (ivc), embedded itself into the ivc and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. The patient is also reported to be experiencing insomnia that is being treated with pharmaceuticals, abdominal pain, lower back pain and anxiety related to the device that is being treated with pharmaceuticals. The patient¿s medical history is significant for gallbladder disease, arthritis, skin and breast cancer, a hernia repair, knee surgery, cystectomy, hysterectomy, three cesarean sections, breast reduction surgery and a hernia repair. The indication for the filter implant was in conjunction with bariatric surgery. Approximately nine years after the device was implanted, the patient requested that it be removed. A percutaneous attempt was initially performed; however, the filter was found to be buried within the wall of the vessel. It was noted at that time the filter had areas of fracture. At that point the procedure was concluded, and the results discussed with the patient and the family. The patient. After the discussion the patient opted to go for an open abdominal removal of the device. Approximately one month after the initial retrieval attempt, the patient underwent a successful open abdominal procedure to remove the device and all the fractured struts. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation and filter fracture are known adverse events associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The IFU notes that anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported blood clots, clotting and occlusion could not be confirmed. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Insomnia, abdominal and low back pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. (B)(4). The expiration date is july 2008.

Manufacturer narrative:
As reported by the legal brief, the plaintiff on or about (B)(6) 2006 underwent placement of the optease vena cava filter. The filter subsequently malfunctioned, fractured, perforated the inferior vena cava (ivc), embedded itself into the ivc and caused injury and damages to the plaintiff, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages, which require or required medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter or ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause of the fracture and vessel perforation could not be determined. The instructions for use (IFU) notes filter fracture and vessel injury as potential complications of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff on or about (B)(6) 2006 underwent placement of the optease vena cava filter. The filter subsequently malfunctioned, fractured, perforated the inferior vena cava (ivc), embedded itself into the ivc and caused injury and damages to the plaintiff, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages, which require or required medical care and treatment.